Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump) it was reported that no disposable pump won't run alarm. Resvol unknown (patient accidentally reset resvol). Rate 2.4. Given 83.55. Air in line, green flow stop. Patient not affected. No additional information available.